Event description:
I had been diagnosed with sleep apnea. I tried CPAP for a few months but I could never get used to it. One of my doctors suggested inspire which sounded like a reasonable alternative solution. I was approved by (B)(6) sleep department and received the surgery in late (B)(6) 2021. During the surgery a tooth was knocked out and others were now loose. After the surgery I had a major lisp so bad that I could not speak clearly. The device when activated, rather than put me to sleep woke me up and at periods of time froze my tongue so I could not speak clearly. The device shocked me awake and never allowed me to sleep. I had gone back many times to adjust the device but it always woke me up froze my tongue and caused dry mouth. I reported all of this repeatedly but the device didn¿t work as it should. I inquired about having it removed and was told the wire was permanent but the device could be surgically removed. I subsequently stopped using the device because it kept me awake and never let me sleep. I could go on but that is the heart of it.